Manufacturer narrative:
(B)(4). (B)(4). Sticking issues. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip "j" shape was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Customer reported set leaked in the tubing directly below the accuslide. There was no pt harm. No additional info was available.

Event description:
It was reported that during a procedure, the clips would not hold. They got stuck in applier. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.